Event description:
It was subsequently reported that, although the balloon ruptured during the procedure, the marker bands remained on the catheter shaft, not lost in the pt as was originally reported.